Event description:
This fragile pt, who had poor oral intake, had been receiving intravenous tpn (total parenteral nutrition), lipids, and albumin during hosp stay. The pt received these products through a PICC line (peripherally inserted central cath); it was a two-lumen PICC, but at this time, the second lumen was not in use and was capped, although earlier it had been used to infuse albumin. In the evening a nurse came to the pt's room to check the IV components that had been in place since 6:00pm the previous evening and were providing tpn and lipids. When changing the current bag and tubing, which is routinely done every 24 hrs, at 6:00pm, she noticed a tiny, 1/4-in, white fragment floating in the IV tubing. She realized that the fragment was part of the claved needle that projects upward from the center of the hollow core of the clave connector piggyback adapter, which, in this instance, allowed connection of the lipids source with the tpn line. Since the lipids dosage had been completed earlier that afternoon, the nurse knew that the IV bag and tubing used for the lipids infusion had been discarded and may still be present in the trash; thus, she was able to recover the defective adapter, still attached to the tubing, form the trash. By looking at the claved needle inside the defective adapter's hollow core, the nurse was able to confirm that the fragment found floating in the IV tubing (that was still in use) was indeed from the defective adapter that had been discarded earlier. After changing the pt's current IV bag and tubing on schedule, she collected the used tpn IV bag and tubing (containing the free-floating fragment), and provided these items to risk mgmt for investigation. When interviewed, the nurse stated that she has always found this adapter difficult to use, particularly when trying to pierce the rubber stopper of an injection port with the claved needle of the piggyback adapter: if the needle bends during this process, she must discard the adapter and retrieve a new one from stock. In addition, when disconnecting the injection port from the adapter, the claved needle can break if the port is inadvertently pulled out at an angle instead of pulled out perfectly straight. Rptr assumes that the latter scenario is what occurred in this event, the claved needle broke when the port was disconnected from the adapter (so that the needle's fragmented tip remained floating in the IV tubing). Fortunately, the fragment was just large enough so that it could not pass into the pt's bloodstream, where it would have become a mobile foreign-body and possibly traveled to the pt's heart. The pt was not harmed in any way by this event, as the fragment was retrieved inside the IV tubing when this defect was first noticed; the fragment was not at risk of entering the pt's vessel; and its presence inside the IV tubing did not prevent or negatively impact the pt receiving tpn.